Event description:
At 1 year and 3 months from the primary, the patient came in reporting stiffness, which was caused by arthrofibrosis. The surgeon revised the femoral component, poly and tibial insert, converting the sphere knee to a hinge knee. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 25 jul 2024. Lot 2246095: (B)(4) items manufactured and released on 28-feb-2023. Expiration date: 2028-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved in the event: gmk-sphere 02.12.0412fl tibial insert fixed sphere flex size 4/12 mm l (k121416) lot 2238751: (B)(4) items manufactured and released on 10-nov-2022. Expiration date: 2027-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3i4 l (k121416) lot 2245110: (B)(4) items manufactured and released on 17-mar-2023. Expiration date: 2028-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.